Manufacturer narrative:
Zoll medical (B)(4) service department evaluated the device and the device performed to spec; however, upon inspection, the customer's battery was found to be depleted. The battery was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified and increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.